Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small piece of cardboard was observed inside a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified prior to use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Upon visual inspection along with magnification observed loose, brown particulate matter resembling cardboard particle inside the bottom of the bag in the fluid pathway. A stereomicroscopic examination determined the particle was an aggregate of interwoven fibers. Fourier transformation infrared spectrum and polarize light microscopy established the fiber was indicative of paper. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.